Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On unreported dates, the patient was switched to continuous ambulatory pd due to the hospitalization and the patient began treatment for the peritonitis with unspecified antibiotics, intraperitoneally, mixed with physioneal doses and frequencies were not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.